Event description:
This is the second of two reports received from a hosp infection control in which a 75 year old man underwent cataract extraction of his left eye with implantation of model 912, 21.50(d) ceeon lens on 8/12/98. Postoperatively, he developed endophthalmitis. It is unk what treatment was required. No other info was provided on initial contact. Attempts are being made to obtain add'l info from the ophthalmologist.